Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, at the first stitch, when a doctor let the needle through the loop, the loop broke and the thread came out. Patient status is no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the sample noted one suture and one needle. The needle was observed to be attached to the suture. The product was received with the loop open. It was observed, under magnification, that the loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of the loop. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively during orthopedic, tka (total knee arthroplasty), hypodermic suturing, at the first stitch, when a doctor let the needle through the loop, the loop broke and the thread came out. Another product was used to close the wound. Patient status is no injury.